Event description:
It was reported that the right ventricular lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.